Manufacturer narrative:
MDR 3003442380-2024-02348 - device 3 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom . It was reported that patient faced adhesive issue with seven infusion sets. Infusion set fell off during use on (B)(6) 2024. Duration of use of infusion set was few hours. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.